Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. Based on information reviewed, a cause for the reported clip opening while establishing final arm angle (efaa) in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was prepared per the instructions for use (IFU), and was inserted without issues. The leaflets were successfully grasped at an a2p2 location. While attempting to establish final arm angle (efaa), it was noted that the clip failed efaa and opened beyond 20 degrees. Troubleshooting was performed and efaa was repeated. This time, the clip opened approximately 20 degrees. The decision was made to continue the deployment sequence. The clip was successfully deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.